Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had completely died and battery out limit alarm. Customer¿s blood glucose level was 111 mg/dl. Customer reported that they were not able to clear the alarm. Customer states they did not receive a request to rewind insulin pump. Customer stated that the battery out alarm during normal use may indicate a loose battery cap. Troubleshooting was performed for battery out limit alarm. The device will not be returned for analysis.